Event description:
A medtronic representative reported a broken vertek arm. There was no patient present.

Manufacturer narrative:
There was no patient present. The device has not been returned to the manufacturer.